Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. The patient presented emergently to the ER with chest pain and a chest CT was performed. It was reported that the physician noticed that there was a large intramural hematoma behind the stent graft in the descending aortic arch. Per the physician the cause of the event is cannot be determined. The physician placed a 34/34/150 valiant stent graft (lot # v06733858) proximal to the existing stent graft. There was approximately 12mm from the top of the original stent graft fabric to the distal end of the innominate artery. There was no endoleak seen on the initial angio and none was seen after the placement of the valiant stent graft. The event was resolved and the patient was fine at this point. However, the physician reported that this patient died in the recovery room a few hours post-op. The physician stated that the patient was extubated, talking and doing well in the recovery room. The physician received a call from the recovery room nurse that the patient's pressure was not doing well and they were giving neo and other drugs to get the pressure up. The physician requested a consult from pulmonary to look at the patient in the recovery room as the physician was in another surgery at this time. After that surgery was finished the physician went to the recovery room and they were "coding" the patient and had been for some time. The physician stated they are uncertain what could have caused this, but wonders if it could have been a retrograde dissection. The stent graft was placed accurately, and had to be placed where it was to get coverage. A strut from valiant graft appeared from the final angio to be in the innominate artery. Also the patient had a pau (penetrating atherosclerotic ulcer) off the innominate artery and the physician wonders if that could have ruptured and caused a retrograde dissection. It is unknown if an autopsy will be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.